Event description:
It was reported that during a reinfusion of autologous blood the pt started involuntary shaking and complained of feeling unwell. The pt's temperature increased from 36.8 degrees celsius to 38.1 degrees celsius. The reinfusion was dicontinued and the doctor prescribed 1 gram of paracetamol. The drain fluid was cultured and there was no growth after 5 days.